Manufacturer narrative:
Vyaire file identification: pc-(B)(4) a vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the ventilator has multiple failures and warnings when turned. Found that the gde (gas delivery engine) was not communicating with the ventilator. Replaced defective gde with new a new one. Performed ovp according to manufacturers specifications. Everything passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced ventilator inoperable. The customer confirmed that there was no patient involvement associated with the reported event.